Manufacturer narrative:
The suspect product is compact test strips.

Event description:
Reporter states customer using accu-chek compact system. Reporter states customer had back to back results on the same meter within 10 minutes of 145mg/dl, 49mg/dl, and 52mg/dl. Location of testing not provided. Controls were run 3 weeks ago and reporter states within range. Control solution expired 8/2005. Customer received treatment based on results. No serious injury or illness reported. A request was made for return of suspect product and a replacement was sent. Accu-chek compact system: meter, accu-chek compact test strips lot# not provided, exp date# not provided.